Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Pelvic abcess [slurry] [pelvic abscess]. Abdominal pain [slurry] [abdominal pain]. Case description: spontaneous report received on 03/10/2008 from physician regarding a female of unknown age, (B) (6). The physician reported that the patient underwent a transabdominal hysterectomy for an unknown indication on an unspecified date in (B) (6) 2007. One sheet of seprafilm was used during the surgery; it was cut into pieces, water was added and it was placed as a paste in the pelvis (slurry method). Floseal was used at the end of the case. Saline was used as an irrigation fluid. Neither powdered nor latex gloves were used; no products were left behind in the abdominal cavity and catgut and silk sutures were not used. Two weeks after the surgery, the patient presented with abdominal pain and had a pelvic abscess. She needed a bowel resection, but the physician stated that "there was no bowel hole or injury". As of the date of receipt of this report, the patient outcome was unknown. The physician assessed the relationship between the events and seprafilm as definite.